Event description:
It was reported that the patient, age of (B)(6), was implanted with a pacemaker with a 1084t-35 cm epicardial lead asd and vsd closer procedures on (B)(6) 2014. He was under regular follow up and doing well. On (B)(6) 2015, he was brought to opd with multiple episode of unconsciousness. Clinical examination showed severe bradycardia and fluoroscopic examination showed epicardial lead was fractured near the connector boot of the pacemaker. The child was admitted and an emergency temporary pacemaker was implanted and redo surgery was planned on (B)(6) 2015.